Event description:
On (B)(6) 2026, a patient underwent an ultrasound guide kidney biopsy procedure via normal density tissue using the maxcore. During the procedure, it was reported that the cannula of the device failed to fire. Further it was reported that firing button bit stuck but still can be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows that the two maxcore devices. One maxcore device in its half primed position with yellow guard and another maxcore device in its half primed position along with its labeling information which did matches with tw details. Based on the photo review, the reported failure could not be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.